Event description:
A customer reported to beckman coulter inc. (Bec) that liquid leaked from a bottle of the immunoprep reagent although the bottle was not damaged. The customer was wearing personal protective equipment (ppe) consisting of a gown, protective glasses and gloves before and during the receiving inspection process. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
(B)(4).